Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 430 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patients mother stated that the patient was treated with intravenous therapy with fluids and manual injections of insulin.